Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The device was serviced by a third-party service center, during evaluation of the device at third-party service center, no visible foam particles were observed. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report missed to capture the dust present and error and, in this report, updated the dust code. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 32 error codes found. The secondary findings were observed. Dust was found the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.